Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('have not had a successful pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy with contraceptive device, device ineffective and abortion spontaneous quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to serious-incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('have not had a successful pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy with contraceptive device, device ineffective and abortion spontaneous . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('have not had a successful pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy with contraceptive device, device ineffective and abortion spontaneous. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.